Event description:
Device 1 of 2. See MFR report: 1627487-2012-10215. The patient received two scs trial leads (from different lots) on (B)(6) 2012. It was reported the physician experienced difficulty placing the leads. Adequate pain coverage was achieved in the desired location postoperatively; however, the patient reported severe back pain. The physician admitted the patient to the hospital for overnight observation. The pain had not resolved by the following day. The physician elected to remove both leads. An MRI identified an epidural hematoma. Follow up information revealed that the hematoma resolved without further interventions and the patient is now pain free.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.